Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was delivering a correction bolus when the pump shut off unexpectedly and became unresponsive. The customer was not able to get a complete dose due to the pump shutting off. The customer's blood glucose level was impacted 300 mg/dl. It was indicated that the customer would use long acting insulin injections as alternate insulin therapy. However, the customer stated the insulin might be outdated and would contact health care provider regarding alternate insulin therapy.